Event description:
A low reading issue was reported with the adc device. A customer reported receiving an unspecified low sensor scan on the sensor when compared to a built-in meter. The customer experienced a loss of consciousness and was unable to self-treat, requiring third-party treatment of glucose tablets and orange juice. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.